Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had little lever that locks the scope into place was no longer working and the plug just falls out. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: d8, d9, h2, h3, h4, h6, h11. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction plug falls out was traced to non-working connector and bent pin inside video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.